Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the device was skipping/catching skin and tearing skin. The taken graft was damaged, it was chewed up and not suitable. Sutures were not required. An additional unplanned skin graft was taken to complete the surgery. There was a surgical delay of an unknown number of minutes. The dermatome also sounds like it is not getting enough pressure. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: canada.

Event description:
It was reported that the device was skipping/catching skin and tearing skin. There was no patient harm or surgical delay reported. Due diligence is in progress, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly; the control bar was out of position. The control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.